Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the (B)(6) bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video of the procedure was provided for review. A review of the instrument logs for the (B)(6) bipolar forceps (part number 420172-17/ lot number n11210712 218) associated with this event has been performed. Per the review, the (B)(6) bipolar forceps instrument was used for two procedures on (B)(6) 2022 using system rsh0105. (1st procedure - thymectomy, 2nd procedure - mediastinal mass resection). The alleged instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history does shows additional complaints related to this product. Similar issues were logged on the same instrument on reports submitted under patient identifiers (B)(6) . Per logs, instrument was used on two separate procedures on the event date. Report under patient identifier (B)(6) represents the usage on the 1st procedure for a thymectomy procedure, while report under patient identifier (B)(6) represents the usage on the 2nd procedure - mediastinal mass resection (this report). This matches follow up information stating that despite the issue experienced on the 1st procedure, instrument was reused on subsequent procedure. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the (B)(6) bipolar forceps instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the maryland bipolar forceps instrument jaws sparked when energy was being used to cauterize the tissue. The issue was resolved by replacing the instrument. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information: customer confirmed that the suspect instrument was previously used for a procedure and arcing was already experienced.